Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter¿s social media post did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The file was opened from a comment made on social media. Not enough information was provided from the account for further investigation. Information was provided that an company representative messaged the consumer on social media urging the patient to follow up with a doctor and asking them to contact company. Additional information was provided that the consumer made another comment on social media indicating that yag surgery had been performed. Lens details not provided. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision 15-20 feet. Doctor suggested yag procedure. Additional information has been requested and received that eight days ago went back and had a yag performed on both eyes. Consumer states still have a cataract in his left eye and can see no better. Supposedly wasn't suppose to need glasses with these lenses. Consumer see perfect up close but at a distance it's blurry.